Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger came apart. It is possible that this event was influenced by the wear of the instrument or variation in production/assembly, however this cannot be confirmed. Batch review performed on 18 march 2019: lot 1111157a: (B)(4) item manufactured and released on 10-apr-2018. No anomalies found related to the problem. To date, no another similar event has been reported.

Event description:
The locking ball fell out of the handle. A straight broach handle (ref. 01.15.10.0131) was used to complete the case.